Event description:
It was reported, the camera head was not working properly and the image was blurry. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the approved final investigation, and provide corrections to the following fields: updated: d8, g3, h2, h3, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The image was found flickering image due to damaged connector pins. Additionally, the device failed water leak test due to hole on cable. Based on the results of the investigation, the most likely cause of the malfunction is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The event can be detected/prevented by following the instructions for use which state: "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head was not working properly and the image was blurry. The issue occurred during reprocessing. There was no patient involvement.